Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. In between approx. 6 cm of the lead body were missing. Approx. 33 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. The insulation was severely damaged in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore between 8 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. This damage most likely resulted from constant friction against another implantable device such as a nearby lead. Both above mentioned damages should be considered to be the root cause for the observed oversensing. Additionally the visual inspection revealed several extraction damages such a deformed shock coils and a damaged lead tip. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.